Manufacturer narrative:
The reporter has indicated that the device has been discarded and is not available for return. The investigation is on-going. A follow up report will be sent when additional information becomes available.

Event description:
It was reported that the haptic of the intraocular lens (iol) was damaged during an implant procedure. The iol was removed intraoperatively. Incision enlargement and sutures were required. No other patient injury was reported. Additional information was requested and not received.

Manufacturer narrative:
As per the reporter, the device has been discarded and is not available for analysis. An analysis of production records could not be performed as no lot number was provided. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information available a definitive root cause could not be determined. However, the most likely root cause is associated with a loading error. The proper loading of the intraocular lens (iol) in accordance with the directions for use (dfu) is essential for the performance of the injector and its cartridge. No additional investigation or corrective action is necessary at this time.